Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and radicular pain syndrome. During a clinic visit on (B)(6) 2015, the patient stated that he missed a pump appointment one time years ago and went into withdrawal. The patient had increased spasms and increased pain described as burning and pulsating. Diagnostics, troubleshooting, and outcome were not provided. Additional information has been requested but was not available at the time of this report. **the information above has been previously reported in MFR. Report number 3004209178-2015-23537** additional information was received from the health care provider (hcp) that the previously reported information that the patient missed a refill 6 months ago and experienced withdrawal symptoms was incorrect. The patient missed an appointment years ago. The pump went dry and he went into withdrawal.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and radicular pain syndrome. Clinic notes were provided from an office visit on (B)(6) 2015. At this time the hcp stated that approximately 6 months ago the patient missed a refill appointment and the pump went dry. The patient had withdrawal symptoms that were "similar" to symptoms of increased spasms, increased pain, nausea without vomiting, and no energy. Diagnostics, troubleshooting, and outcome were not provided. Additional information has been requested but was not available at the time of this report.